Event description:
It was reported that during a da vinci-assisted robotic radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, while trying to remove the fenestrated bipolar forceps located in arm 4, the cuff of the knuckle was stuck. The entire 8mm trocar had to be removed to get the instrument out of the patient due to the instrument breaking. The customer was able to safely retrieve all instrument fragments that broke off that fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the customer confirmed the fenestrated bipolar forceps (fbf) was processed for return as it was the instrument that was damaged during the procedure. There was no report of patient injury nor any post operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the fenestrated bipolar forceps had the main tube broken. A piece measuring proximately 0.217¿ x 0.352¿ was not returned with the instrument. The cables remained intact, which kept the distal tip attached to the instrument. The root cause of the broken tube was attributed to mishandling/misuse. In addition, the conductor wire was damaged as a result of the main tube breakage. The instrument could not be installed on an in-house system due to its damaged condition. The conductor wire was broken, however, no pieces were found to be missing. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of the broken conductor wire was also attributed to mishandling/misuse. A review of the site's complaint history identified no other complaints for this event/product. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The system log indicated the fenestrated bipolar forceps instrument associated with this event was last used on 03/21/2022 on system (B)(4). The instrument had 4 lives remaining. This complaint is being classified as a reportable event due to the following conclusion: the instrument could not be removed from the cannula due to breakage. As a result, the instrument and cannula had to be removed together. Fragments from the instrument's breakage fell inside the patient, but were reportedly retrieved during the same procedure. Device expiration date was left blank. Implant date is blank because the product is not implantable.